Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh with purulence around mesh, inflammation of abdominal wall, numerous adhesions, granulation tissues attached to the bowel and colon, serosal injuries, implant of new mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6)2011: (B)(6)hospital. (B)(6), md. History and physical. Presents with left-sided breast cancer; asked to speak with her about reconstructive options. Does not smoke cigarettes. Weight 89 kg. Good candidate for tram flap. (B)(6)2011: (B)(6)healthcare ¿ (B)(6)hospitals. [Signature illegible]. Anesthesia record. Surgical hx: cesarean section x3; umbilical hernia; laparoscopy for ovarian cyst. Asa physical status: 2. (B)(6)2011: (B)(6) hospital. (B)(6), md. Operative report. Procedure: left sentinel lymph node injection/mapping, left skin-sparing total mastectomy, reconstruction to be dictated by dr. (B)(6). (B)(6)2011: (B)(6)hospital. (B)(6), md. Operative report. Preop diagnosis: complex open wound of left chest, history of breast cancer. Postop diagnosis: complex open wound of left chest, history of breast cancer. Procedures: left unipedicle transverse rectus abdominis myocutaneous flap reconstruction, left; spy angiography. (B)(6)2011: (B)(6)hospital. Discharge instructions ¿ activity. Avoid overhead activities and heavy lifting (> 10 lbs). (B)(6)2012: (B)(6)hospitals. [Signature illegible]. Anesthesia record. Weight 91.4 kg. Medications: tamoxifen. Moderate obesity; history of mrsa 2010. Surgical history umbilical hernia repair, 2009; laparoscopy 1997. Asa physical status: 2. (B)(6)2012: (B)(6)hospitals. (B)(6). History and physical. Here for revision of left breast reconstruction, abdominal hernia repair. Exam: bulges lower abdomen. Impression: left breast status post tram; abdominal incisional hernia. Plan: revision of left breast reconstruction, abdominal hernia repair. Implant procedure: left revision of reconstruction with wedge excision in lower pole and lipo debulking. Incisional hernia repair with gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6), 15 x 19 x 1]. Implant date: (B)(6)2012 (hospitalization (B)(6)2012). (B)(6)2012: (B)(6)hospital. (B)(6), md. Operative report. Preoperative diagnosis: acquired deformity of left breast. History of breast cancer. Incisional hernia. Postoperative diagnosis: acquired deformity of left breast. History of breast cancer. Incisional hernia. Resident: (B)(6), md. Anesthesia: general. Indications: the patient presents with a history of a previous left tram flap reconstruction and is here for the above. Procedure: ¿we opened her previous tram flap incision on her abdomen with the knife. Dissection carried down to the rectus sheath. The flaps were elevated up off the rectus sheath and the umbilicus was elevated. She had a hernia sac and hernia defect above the umbilicus as well as a hernia in the left lower quadrant. We elected to open up her abdomen and placed a 15 x 20 cm piece of gore-tex dual mesh as an underlay with multiple 0 prolene sutures under moderate tension. This was circumferentially placed around both defects to provide reconstruction of her abdominal wall. The pocket was irrigated and the rectus sheath was then closed on top of the mesh. The umbilicus was tacked back down and the incision was closed over a drain with pds in the fascia and monocryl in the dermis. We then excised dog ears from her hips on both sides measuring about 3 x 2 cm. We turned our attention to her breast where we cut the inframammary fold and a mastopexy type wedge of breast tissue and skin from the lower pole and tightened this back down to the inframammary fold to reshape her breast mound and to improve her symmetry. I then infiltrated her tram mound with lidocaine and epinephrine and we suctioned an additional 150 cc of fat from the upper portion of the tram flap to further re-contour her breast. This improved her shape and symmetry. We elected to defer nipple reconstruction until the office procedure. We then placed dressings and she was transferred in stable condition to the pacu.¿ (B)(6)2012: (B)(6)hospital. Implant record. Description: mesh - dualmesh plus 15 x 19 x 1. Catalog number: 1dlmcp04. Lot number: 8535454. Manufacturer: w.l. Gore. Size: 15 x 19. Expiration date 07/31/13. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 8535454) was implanted during the procedure. Relevant medical information: (B)(6)2012: (B)(6)hospital. (B)(6), md. Pathology. Diagnosis: breast, left, excision: skin, subcutaneous tissue and skeletal muscle with focal scar. No atypical proliferative lesions identified. (B)(6)2012: (B)(6)hospital. (B)(6), md. Discharge summary. To operating room on (B)(6) for revision of l tram, repair of ventral hernia. Post-operatively had uncomplicated course. Ready to go home with single abdominal drain on pod [post op day] 1. No heavy lifting x 6 weeks. Follow-up dr. (B)(6) in 1 week. Condition good. (B)(6)2012: (B)(6)hospital. (B)(6), md. History and physical ¿ plastic surgery. Complaint of increasing abdominal wall tenderness with a site of drainage; gortex [sic] mesh placed to reinforce a hernia defect of abdominal wall after a tram a little over a year ago. Has had several episodes of abdominal wall infection treated with antibiotics and one debridement and washout in or. Returns today with sudden increase in pain and drainage from lower abdominal incision site. Mesh known to be infected, set to have it taken out this wednesday. Current meds: tamoxifen. Impression/plan: abdominal wall mesh infection. I&d [incision and drainage] by bedside today. IV antibiotics. Pain management. To or this week for mesh explantation. I&d [incision and drainage] at bedside: 30 cc purulent fluid, sample sent for culture. (B)(6)2012: (B)(6)hospitals. [Signature illegible]. Anesthesia record. Consultation. Surgical history: (B)(6)[2012]. I&d, washout. Asa physical status: 1. Explant procedure: gore-tex mesh removal, lysis of adhesions, abdominal wall reconstruction with stratus 15 x 20 cm piece. Explant date: (B)(6)2012 (hospitalization (B)(6) 2012) (B)(6)2012: (B)(6)hospital. (B)(6), md. Operative report. Preop diagnosis: infected abdominal wall mesh. Postop diagnosis: infected abdominal wall mesh. Resident: (B)(6). Anesthesia: general anesthesia. Indications: patient presents with a history of previous abdominal wall hernia repair with gore-tex mesh and became infected and we elected to proceed with the above. Procedure: ¿she was prepped and draped in usual fashion. Scds were placed and IV antibiotics were given. The previous incision was opened with a knife. Dissection carried down through the scarpa¿s fascia to the rectus sheath. The skin flap was elevated off the rectus sheath. The umbilicus was elevated with it. There was a granulation tract that we excised down to the fascia. We then opened the fascia very carefully. The abdominal was inflamed and thickened. After careful dissection through an infraumbilical midline midabdominal incision, we identified the gore-tex mesh. There is a moderate amount of purulence around the mesh. The mesh was dissected circumferentially and carefully removed. The abdomen was clear on the right-hand side. On the left-hand side, there were multiple adhesions and granulation tissue, keeping the bowel attached up to the posterior sheath as well as the granulation bed. We took down numerous adhesions and there was some granulation tissue attached to the small bowel as well as the colon. We left this on. There was some small serosal injuries that we oversewed with 3-0 silk sutures. The bowel appeared to be healthy and adhesions were taken down. Once the fascial edges were identified circumferentially we took a 15 x 20 cm piece of stratus and cut it to the appropriate size. We sutured this circumferentially in an underlay fashion with multiple 0 prolene sutures, and secured it under moderate tension. The pocket was irrigated with chlorhexidine gluconate. A drain was placed on top of the mesh and we closed the rectus fascia over the mesh primarily with a running 0 pds stitch. The pocket was irrigated. Another drain was placed and the incision was closed with pds and monocryl. The patient tolerated the procedure well. There were no complications. She was transferred stable to the pacu.¿ (B)(6)2012: (B)(6)hospital. Implant sticker. Stratticetm. Relevant medical information: (B)(6)2012: (B)(6)hospital. Nurse notes ¿ perioperative. Explant mesh to pathology. Cultures ¿ acid fast bacillus, aerobic and anaerobic, abdominal wound culture to microbiology. (B)(6)2012: (B)(6)hospital. (B)(6), md. Pathology. Diagnosis: abdomen, washout and foreign body removal: granulation tissue with acute and chronic inflammation and a giant cell reaction. Foreign body (explanted mesh, gross only). Gross description: specimen received in formalin, labeled with patient¿s name, medical record number, designated ¿explant mesh.¿ consists of a portion of surgical cloth mesh measuring 14.0 x 13.0 x 0.2 cm. The mesh has two areas with sutures and multiple attached fragments of soft pink-tan tissue. The soft tissue measures in aggregate, 1.0 x 0.8 x 0.1 cm. (B)(6)2012: (B)(6)hospital. (B)(6), md. Discharge summary. Discharge diagnosis: mesh infection status post transverse rectus abdominis myocutaneous hernia repair, status post mesh explantation with biologic acellular dermis placement. Hospital course: hx breast cancer status post mastectomy with subsequent tram reconstruction; recovery complicated by development of a tram hernia, which was repaired using gore-tex mesh in july of this year. This was complicated by infection. Following attempted treatment with local wound care, bedside drainage, and antibiotic therapy, continued to have wound problems. Was scheduled for elective mesh explantation and acellular dermis placement, but presented 3 days in advance with cellulitis and purulent drainage, for which she was admitted. Bedside drainage was performed, placed on vancomycin. Cultures grew back methicillin sensitive staph aureus. Infectious diseases team was following patient, antibiotics were appropriately titrated. Mesh explantation performed. Stratus placed for subsequent reconstruction. By postoperative day 5, was ready for discharge. She had a binder in place. Had some initial postoperative tachycardia and lightheadedness, postop hemoglobin came down to 7 from preoperative level of 10. However, demonstrated no additional evidence of ongoing bleeding, as she became hemodynamically normal, with stable hemoglobin x 3. Follow-up with dr. (B)(6) in 2 weeks. (B)(6)2013: (B)(6)hospital. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, epigastric. Impression: 29 x 29 mm adnexal cyst is likely ovarian. Followup ultrasound recommended in 6 weeks to assess for resolution. Appendix not visualized. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.